Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The sections guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the automated peritoneal dialysis (pd) set with cassette was reused after the care giver (cg) had started pd therapy over, after a power failure had occurred in the home. The home patient (hp) was connected to the reported reused cassette during initial drain of pd therapy. The technical service representative (tsr) assisted the cg in ending therapy and advised the cg to use all new supplies to complete the hp¿s pd therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.